Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that a labeled winding former with an undispensed suture and a detached needle of the product code mcp215h could be observed. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the needle was not properly fixed to the thread. The suture material was unusable." Did the needle detached from the suture during use on the patient or did the needle detached from the suture during handling prior use on the patient? Was the needle found detached inside of the package? When did the event occurred? Intra-op or pre-op? Could you please provide the lot number? Procedure name and event date? Trade name - irgacare¿active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. It was reported that the needle was not properly fixed to the thread. The suture material was unusable. No adverse patient consequences were reported. Additional information was requested.